Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip to support the weight of the circuit and prevent the cannula being dislodged. The complaint cannula was not returned for evaluation. Our investigation is based on information provided by the customer. Further information provided by the customer reveals that "they were using the clip on the patient's pyjamas each time but it snagged and had come off when the patient moved and the detachment of the clip and subsequent pulling of the tubing on the cannula was probably responsible for the tubing being ripped." It therefore appears that the damage to the tubing was caused by excessive force being exerted on the cannula as a result of the tubing clip becoming dislodged from the patient's clothing. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt942 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares; cannula can become unattached if not used with the head strap clip; attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy; failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in (B)(6) reported that the opt944 nasal cannula had unravelled, leading to patient desaturation. The hospital commented that the tubing unravelled as the "clip was incorrectly used". There was no further patient consequence.